Manufacturer narrative:
(B)(4). The analysis results found that the devices (a, b and c) were returned inside their original package. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (d) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device d additional information: batch # g9lj8u expiration date: 10/2015 manufacturing date: 11/2010 (B)(4) leak failure (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, when a forceps was removed from the device, a "boo" sound was heard continuously and the abdominal air leaked in about 10 minutes. The device was used as-is to complete the case. There were no adverse consequences for the patient.